Event description:
After bathing the pt, the hca raised the pt and moved the lifter away from the side of the bath, then lowered the pt to a comfortable working height. Whilst drying the pt's legs and feet, the seat and pt fell directly down to the floor. The hca grabbed the pt trying and reduce impact of the pts head against the side of the bath and strained her back in the process. The pt suffered shock at the time of the incident, but no other injuries were sustained. The hca received a strained back trying to arrest the pt's landing. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter. The lifter was tested and performed to specification with no faults. Inspection of the lifter revealed the lift hook on the jib was bent outwards. In this condition, attempts were made to recreate the reported incident, but this was unsuccessful. No other faults were found with the lifter. As a precaution the lifter was taken out of service until a new jib can be fitted. The old jib has not been returned to arjo for further investigation. Based upon the report received, the exact cause remains unk as the jib has not been returned for further investigation. However, with the lift hook bent outwards it is considered possible the chair did bypass the safety catch. As to why the lift hook became bent, this also remains unk. As stated above, the jib is to be replaced with a new jib assembly before the lifter is returned to service.